Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that they had no further issues. The reported complaint could be related to a sterile adapter engagement issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) mid-procedure they had some issues with universal surgical manipulator (usm) 3 earlier and elected to continue as a 3 usm procedure. The customer stated usm 3 when being used while docking was not locking in place and kept free floating. The usm 3 was moved out the way to continue with 1, 2 and 4. The tse viewed logs and found no related errors. The tse recommended checking the drape to ensure it was not causing tension on armnet 3. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed they think it may have been a drape issue but still proceeded with 3-usm surgery. The next procedure all 4 usms worked. There was no harm to the patient.

Manufacturer narrative:
Device history record (DHR) review for the instrument/system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to improper customer setup. Based on tse notes the system issue was due to an improperly seated sterile adaptor.

Event description:
Refer to h11 for follow-up information.